Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation of the device found that the unit was received inoperable due to constant "reload set" alarms. Evaluation found the lower reading on the ultrasonic sensor to be 125 with a fluid filled tube should be greater or less than 2700 caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms if the pump was able to run. Review of the history log shows multiple events of "reload set" alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a device alarmed for a false air in line alarm. There was no report of patient injury.